Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an over infusion of vancomycin as the bag was noted to be completely empty after about 15 minutes (dose, programmed amount and delivery rate unknown). There was an adverse event as a result of the infusion and the patient was treated with diphenhydramine and famotidine for the reaction, followed by normal saline. This was a temporary reaction and the patient recovered as a result of the treatment. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'it was on a patient and there was an over infusion of vancomycin.' Could not be confirmed/reproduced during service. Evaluation observed no issues upon performing flow accuracy tests at 125ml/hr, with a volumetric output deviating from the original by -1.9688 percent; this deviation falls within the plus or minus five percent specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.